Manufacturer narrative:
H6: updated method/results code, as lot#04490183 was provided in the medical records. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operative procedure: repair of recurrent incisional hernia. Anesthesia: general endotracheal. Estimated blood loss: minimal. Specimens: none. Complications: none. Indications for operation: the patient is a 61-year-old male who has developed a recurrent incisional hernia in the midline. The patient presents for hernia repair. Intraoperative findings: the hernia was repaired by placement of a gore dualmesh plus patch underneath the fascia. This was sutured circumferentially using #0 surgilon suture. Dissection was not done near the pain pump which was in the patient¿s left upper quadrant. Description of operation: ¿the patient was taken to the operating room, placed in the supine position and was prepped and draped over the abdomen in a standard sterile fashion. Marcaine 0.25% with epinephrine was injected into the skin in the previous midline incision. The incision was then carried through skin into the subcutaneous tissue. This was then dissected down to the hernia sac with electrocautery carefully. Dissection was continued circumferentially around the defect. This was found to be approximately 3 cm in diameter. The hernia sac was dissected and reduced into the abdominal cavity. Due to the desire for the placement of mesh underneath the fascia, adhesiolysis was undertaken on the underside of the abdominal wall. This was done carefully using electrocautery and metzenbaum scissors as necessary. No enterotomies were made. A few omental bleeders were tied using 2-0 vicryl suture. The tissue at the subcutaneous level was dissected off the fascia. This was done circumferentially but not to the pain pump. The hernia defect was more on the right side of the midline, and therefore dissection did not need to be done to the pain pump in the left upper quadrant. The dissection was done to at least 3 cm from the defect in all directions. Next, the dualmesh plus patch was cut to appropriate fit in a circular fashion. This was then sutured into place by placing sutures through the fascia through the mesh and then back through the fascia and tagging the sutures. The mesh was still outside the fascia, and once all the circumferential sutures were placed the mesh was then placed underneath the fascia. The sutures were pulled carefully and slowly tight with the mesh fitting very well in the place and unfolding such that it was flat underneath the fascia. Finger palpation was used to ensure that no defects would allow for this sore to come through once the sutures were pulled tight. The sutures were then all tied down. A #7 jackson-pratt drain was placed through a right-sided inferior stab incision. This was sutured into placed using 3-0 nylon suture. The subcutaneous tissue was reapproximated using 2-0 vicryl suture in a running fashion. The skin was reapproximated using skin staples. The skin was then cleaned with gauze dressings placed. The patient tolerated the procedure well. He was extubated in the operating room and transported to the recovery room in stable condition. The counts were correct x 2.¿ (B)(6) 2006: (B)(6) medical center. Intra-operative plan of care. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 04490183. W.l. Gore & associates. Wound class: 1. Asa iii. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04490183) was implanted during the procedure. Records between 12/07/06 and 10/02/15 were not provided. (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Operative report. Procedure: exploratory laparotomy with lyses of adhesions and small bowel resection. Preoperative diagnosis: small bowel resection. Postoperative diagnosis: small bowel resection. Anesthesia: general endotracheal. Estimated blood loss: 100 ml. Specimens: small bowel. Complications: none. Indications for operation: the patient is a 70-year-old male who comes to the hospital with signs and symptoms of small bowel obstruction including CT scan showing dilated proximal small bowel with a transition point. The patient initially showed some improvement with nasogastric tube coming out inadvertently. The patient, however, when advanced to regular diet had significant abdominal pain and nausea. This happened two times, and patient now presents for exploratory laparotomy due to failure of nonoperative treatment. Intraoperative findings: the small bowel did have a segment that was adhesed to the underside of the abdominal wall at previously placed mesh. This required resection with a gia 75 mm stapler anastomosis. Lyses of adhesions was carried out from the ligament of treitz all the way to the ileocecal valve with the adhesions almost uniformly filmy and friendly with the exception of the one area that was adhesed to the underside of the mesh. Description of operation: ¿patient was taken the operating room, placed in supine position and was prepped and draped over the abdomen in standard sterile fashion. Incision was made in the midline with the excision of previous scar. Electrocautery was used for hemostasis and to continue the dissection down to the fascia. The fascia was opened carefully at previous mesh. This was opened using scalpel here down to the peritoneum which was carefully visualized prior to entering the abdominal cavity. Small bowel was directly beneath the peritoneum here and the peritoneum was carefully opened using scissors. The fascia and peritoneum where then opened inferiorly and carefully using cautery as the inferior part of the incision now was free of adhesions of the bowel to the abdominal wall. The fascia and mesh superiorly was opened carefully and this was opened to an area where the small bowel was densely adherent to the mesh. At this point, lysis of adhesions was undertaken. This was done using primarily sharp dissection with metzenbaum scissors but also electrocautery carefully. The dissection was done to free up the small bowel from the ligament of treitz all the way to the ileocecal valve. This was done all the way to the ileocecal valve and then proximally. The dissection did not yield any enterotomies. A few areas had serosa that was missing and lembert sutures were placed here to imbricate the small bowei. This was where adhesions were dense. At this point, the only remaining adhesion was of the small bowel to the underside of the mesh. The mesh here was excised with very thin small bowel here with a potential very small full-thickness hole in the small bowel. The small bowel was densely adherent to the mesh here and therefore plans were for resection as this part of the small bowel was kinked as well as densely adherent to the mesh. The mesh piece was excised and left on the bowel. At this point, the small bowel was completely free of adhesions from the ligament of treitz all the way to the ileocecal valve. There were a few adhesions of the colon to the underside of the right side of the abdominal wall and these were taken down carefully using cautery and metzenbaum scissors as necessary. One area of the cecum required repair of a small serosal defect, again some adhesions. This was done using 3-0 silk suture in interrupted lembert suture fashion. At this point, the plans were for small bowel resection at the point where the small bowel was densely adherent to the small piece of mesh that was excised. The glassman clamps were placed proximally and distally. New towels were placed around the wound. The gia 75 mm stapler was used proximally and distally to divide the small bowel. The mesentery was taken down between clamps and ties. The small bowel was brought together antimesenteric border to antimesenteric border. The antimesenteric corner of each staple line was excised using curved mayos. The two ends of the stapler were now brought apart and one end of the stapler was placed in each end of the open bowel. The 2 ends of bowel were again brought together antimesenteric border to anti mesenteric border with the stapler ends within the small bowel and the stapler then closed carefully. No other structures were within the staple line. The stapler was then fired. The stapler was now removed and the anastomosis was held by the open end using allis clamps to close the open end. A ta 60 stapler was then used to staple closed the open end of the anastomosis. The excess bowel was excised. The 3-0 silk sutures were used in interrupted lembert suture fashion to close over the corner of each end of the ta 60 staple line. The crotch of the anastomosis was reinforced also using 3-0 silk suture in interrupted lembert suture fashion with a 3rd suture used consisting of 2-0 silk suture in an interrupted lembert suture fashion. The surgeons then changed gloves. The mesentery was reapproximated using 2-0 vicryl suture in running fashion. Irrigation solution was used. Small bowel allowed to fall back into the abdominal cavity. The omentum was then released from the underside of the abdominal wall by taking down adhesions of the omentum to the underside of the abdominal wall. This was done primarily using electrocautery. This was done carefully under direct vision. The omentum was then brought over the small bowel. Decision was made to place two pieces of seprafilm, one underneath the omentum on top of the small bowel and the other piece of seprafilm on top of the omentum underneath the abdominal wall. These were placed easily and the abdominal wall was reapproximated using #1 nylon suture in running fashion from each end of the incision and tying these in the middle. Subcutaneous tissue was now irrigated and the skin was reapproximated using skin staples. The nylon was used due to the mesh within the abdominal wall to bring it together using permanent sutures. The subcutaneous tissue was irrigated using saline and the skin was reapproximated using skin staples. The patient tolerated the procedure well. Counts were correct x 2. The patient was extubated in the operating room and transported to the recovery room in stable condition.¿ [missing records: records for the CT scan showing ¿dilated proximal small bowel with a transition point¿ were not provided.] [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f1901: an additional surgical procedure was necessary; f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (2422) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2006 through (B)(6) 2016 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ smoking. - (B)(6) 2006: ¿smoked 2 packs of cigarettes a day until 2000¿. - (B)(6) 2014: ¿history of smoking 1 to 2 packs daily for 25 years; quit 2005¿. - (B)(6) 2016: ¿ex-smoker; quit 1995; smoked 25 plus years, 1-2 packs/day¿. - (B)(6) 2016: ¿tobacco use: 2 cartons per week for 40 years¿. - (B)(6) 2016: ¿former cigarette smoker; not touched in over 20 years¿. ¿ obesity - (B)(6) 2006: 300 lbs., bmi 40.7. - (B)(6) 2006: 311 lbs., bmi 42.2. - (B)(6) 2007: 283 lbs., bmi 38.4. - (B)(6) 2010: 257 lbs., bmi 34.9. - (B)(6) 2015: 267.7 lbs., bmi 39.6. - (B)(6) 2016: 253.31 lbs., bmi 34.3. ¿ chronic pain syndrome. ¿ narcotic dependence. ¿ chronic constipation, ¿probably opiate related¿ . ¿ irritable bowel syndrome. ¿ gastroesophageal reflux disease [gerd]. ¿ unknown date: umbilical hernia. ¿ 2002: incisional hernia. ¿ (B)(6) 2006: liver disease; ¿probably alcoholic cirrhosis¿ . ¿ (B)(6) 2006: recurrent incisional hernia. ¿ (B)(6) 2007: bilateral inguinal and periumbilical hernias. ¿ (B)(6) 2010: bowel obstruction. ¿ (B)(6) 2010: borderline diabetes. ¿ (B)(6) 2014: bilateral inguinal hernias. Surgical procedures: ¿ 1979: appendectomy. ¿ 1979: open cholecystectomy. ¿ 1995: coronary artery bypass graft [CABG]. ¿ 1996: medtronic pump for pain relief. ¿ 2002: incisional hernia repair. ¿ (B)(6) 2006: replacement of intrathecal pump. ¿ (B)(6) 2006: repair of recurrent incisional hernia. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2009: narcotic pain pump removed due to methicillin-resistant staphylococcus infection with debridement and resultant diskitis at catheter tip . ¿ (B)(6) 2015: exploratory laparotomy with lyses of adhesions and small bowel resection. Adhesions small bowel to underside of mesh; small bowel densely adherent to the mesh, plans were for resection. Implant seprafilm. Relevant medical information: ¿ (B)(6) 2006: ¿has had lower abdominal pain for several decades.¿ ¿ (B)(6) 2006: ¿.... Chronic pain syndrome.¿ implant preoperative complaints: ¿ (B)(6) 2006: history and physical [h&p]. ¿previous surgery on abdomen; has developed a hernia at midline. Hernia repair previously; developed a recurrence there. States he had train accident about a year ago or so and this hernia showed up about the same time or shortly thereafter.¿ ¿abdomen: normal bowel sounds, soft, minimally tender at reducible incisional hernia at upper end of midline incision. Also has paramedian incision where there is no abdominal hernia. Pain pump is about 2 centimeters off of midline. Plan for incisional hernia repair; will need to modify the approach to stay away from his pain pump.¿ implant procedure: repair of recurrent incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/04490183, 10cm x 15cm x 1mm thick, oval]. Implant date: (B)(6) 2006 [hospitalization dates (B)(6) 2006] ¿ wound classification: unknown ¿ findings: ¿the hernia was repaired by placement of a gore dualmesh plus patch underneath the fascia. This was sutured circumferentially using #0 surgilon suture . Dissection was not done near the pain pump which was in the patient¿s left upper quadrant.¿ ¿ description of hernia being treated: ¿the incision was then carried through skin into the subcutaneous tissue. This was then dissected down to the hernia sac with electrocautery carefully. Dissection was continued circumferentially around the defect. This was found to be approximately 3 cm in diameter. The hernia sac was dissected and reduced into the abdominal cavity. Due to the desire for the placement of mesh underneath the fascia, adhesiolysis was undertaken on the underside of the abdominal wall. This was done carefully using electrocautery and metzenbaum scissors as necessary. No enterotomies were made. A few omental bleeders were tied using 2-0 vicryl suture. The tissue at the subcutaneous level was dissected off the fascia. This was done circumferentially but not to the pain pump. The hernia defect was more on the right side of the midline, and therefore dissection did not need to be done to the pain pump in the left upper quadrant. The dissection was done to at least 3 cm from the defect in all directions.¿ ¿ implant size and fixation: ¿next, the dualmesh plus patch was cut to appropriate fit in a circular fashion. This was then sutured into place by placing sutures through the fascia through the mesh and then back through the fascia and tagging the sutures. The mesh was still outside the fascia, and once all the circumferential sutures were placed the mesh was then placed underneath the fascia. The sutures were pulled carefully and slowly tight with the mesh fitting very well in the place and unfolding such that it was flat underneath the fascia. Finger palpation was used to ensure that no defects would allow for this sore to come through once the sutures were pulled tight. The sutures were then all tied down. A #7 jackson-pratt drain was placed through a right-sided inferior stab incision. This was sutured into placed using 3-0 nylon suture. The subcutaneous tissue was reapproximated using 2-0 vicryl suture in a running fashion.¿ relevant medical information: ¿ (B)(6) 2007: CT abdomen/pelvis [a/p]. ¿no significant inguinal hernia defects , no bowel distention.¿ ¿ (B)(6) 2007: CT pelvis. ¿small fat containing bilateral inguinal hernias. Small bowel containing periumbilical hernia without evidence of bowel obstruction or incarceration.¿ ¿ (B)(6) 2007: discharge. ¿bilateral inguinal and periumbilical hernias with associated right groin pain.¿ ¿ (B)(6) 2007: ¿abdomen: obese, protuberant, no tenderness, rebound or mass.¿ ¿ (B)(6) 2008: ¿wound consult. Large yeast excoriation abdominal folds. Area weepy and malodorous.¿ ¿ (B)(6) 2008: emergency department. ¿abdominal discomfort; points to epigastric area, diarrhea.¿ ¿abdomen: soft, nondistended, nontender, no rebound, guarding or masses.¿ ¿ (B)(6) 2009: ¿preoperative diagnosis: malfunctioning pump.¿ ¿operative procedure: pump revision.¿ ¿ (B)(6) 2009: emergency room. ¿sent by home health nurse because unable to obtain intravenous access to give vancomycin and invanz. History: chronic low back pain with implanted narcotic pump: infection at site with subsequent removal. Abdomen: soft, nondistended, nontender, healing incision site to mid left abdomen...¿ ¿impression: pain pump site infection.¿ ¿ (B)(6) 2010: ¿abdomen: soft, nontender, obese, surgical scars.¿ ¿ (B)(6) 2010: emergency department. ¿one week of epigastric left upper quadrant pain.¿ ¿ (B)(6) 2010: h&p. ¿bowel obstruction; admission 10 days in (B)(6); treated with nasogastric tube, recent admission 3 days ago for constipation, borderline diabetes, obesity, irritable bowel syndrome, acid reflux, chronic back pain with chronic narcotic use. Surgical history: abdominal pump placement; removal due to methicillin-resistant staphylococcus aureus infection, incision and drainage of abscess on back.¿ ¿ (B)(6) 2010: esophagogastroduodenoscopy. ¿no evidence of esophageal inflammation or structuring in distal segment or anywhere else. No hiatal hernia.¿ ¿ (B)(6) 2011: CT a/p. ¿no acute abdominal abnormality.¿ ¿ (B)(6) 2011: CT a/p. ¿there is anterior abdominal wall mesh. Again, seen is a walled off fluid collection in anterior abdominal wall measuring 2 x 6.2 x 4.7 cm without significant change.¿ ¿fluid collection in the anterior abdominal wall unchanged; may represent a chronic seroma .¿ ¿ (B)(6) 2011: ¿complains of low abdominal pain.¿ ¿ (B)(6) 2011: CT a/p. ¿indication: abdomen pain. Findings: seroma left upper quadrant body wall.¿ ¿postsurgical change of prior herniorrhaphy and small seroma.¿ ¿ (B)(6) 2011: x-ray abdominal series. ¿nonobstructive bowel gas pattern.¿ ¿ (B)(6) 2011: microbiology. ¿source: urine. Culture: positive for methicillin-resistant staphylococcus aureus.¿ ¿ (B)(6) 2011: ¿.... Wheelchair bound for chronic low back pain, morbid obesity.¿ ¿gastrointestinal: old healed surgical scars...¿ ¿ (B)(6) 2012: CT a/p. ¿bilateral flank pain.¿ ¿no acute abnormality. Fluid collection with rind in anterior abdominal wall stable, possibly representing chronic seroma or chronic partially liquified hematoma.¿ ¿ (B)(6) 2014: emergency department. ¿impression: acute exacerbation of chronic low back pain. ¿ (B)(6) 2014: CT abdomen. ¿hernia repair mesh underlies the umbilicus. There is [sic] diastases of infra-umbilical rectus muscles. Bilateral fat-containing inguinal hernias.¿ ¿ (B)(6) 2014 - (B)(6) 2014: inpatient hospitalization. (B)(6) 2014: history and physical. ¿states he takes 40 of percocet at home.¿ ¿abdomen: soft, slightly tender left and right lower quadrants, no hepatosplenomegaly palpable secondary to body habitus, extremely obese.¿ ¿abdominal pain with leukocytosis.¿ (B)(6) 2014: consultation. ¿abdomen: soft, diffuse tenderness, multiple incisions on chest and abdomen in the midline in right and left subcostal region; both in right and left upper quadrants. Impression: rectal bleeding, bloody diarrhea, proctitis, micro perforation of lower gastrointestinal tract.¿ (B)(6) 2014: CT a/p. ¿few bubbles of gas around rectum suspicious for micro perforation. Impression: interval development of marked rectal wall thickening and perirectal inflammatory changes; compatible with acute proctitis. Prior herniorrhaphy; stable appearing fluid collection left mid-abdominal wall.¿ (B)(6) 2014: discharge summary. ¿presented with 3-day history of rectal bleeding, fairly significant abdominal pain.¿ ¿.... CT abdomen/pelvis showed thickening in rectum and apparent micro perforation.¿ ¿ (B)(6) 2014: emergency department. ¿gradual onset of bilateral lower quadrant abdominal pain starting about 4 hours ago; sharp/stabbing.¿ ¿just prior to onset had normal bowel movement; bright red blood on toilet paper. Admitted august this year due to colon infection; ¿they found a hole in my colon. States no surgery; symptoms resolved after several days in hospital. CT scan showed significant chronic constipation. Following digital disimpaction, received multiple enemas; several large stools prior to discharge. Discussed constipation due to narcotic use chronically.¿ ¿ (B)(6) 2014: CT a/p. ¿moderate-sized hilar hernia. Fluid collection anterior abdominal wall subcutaneous fat unchanged in size; 5.1 cm transverse dimension and 1.9 cm anterior/posterior dimension.¿ ¿moderate rectal stool. Small seroma anterior abdominal wall subcutaneous fat.¿ ¿ (B)(6) 2015 - (B)(6) 2015: inpatient hospitalization. (B)(6) 2015: ¿several days of nausea/vomiting/diarrhea; also left lower quadrant pain.¿ ¿pain on exam localizes to left lower quadrant of abdomen. CT shows partial small bowel obstruction.¿ (B)(6) 2015: CT a/p. ¿post-surgical changes in anterior abdominal wall. Small seroma in subcutaneous fat of anterior abdominal wall on left.¿ ¿impression: distention of small bowel loops proximally with transition to normal loops distally; suggests partial mechanical obstruction.¿ (B)(6) 2015: x-ray abdomen. ¿dilated small bowel loop in upper abdomen suspicious for obstruction.¿ (B)(6) 2015: discharge. ¿on day of discharge, having tenderness in epigastrium and mid-left lower region, without guarding or rigidity. Worried more about going home on dilaudid than his pain.¿ ¿could have these subjective complaints because of pain seeking behavior; mentioned he has been out of percocet for past 5 days; another thought would be mild opioid withdrawal causing vomiting and diarrhea. Pain well-controlled, will be discharged.¿ partial explant preoperative complaints: ¿ (B)(6) 2015 - (B)(6) 2015: inpatient hospitalization. ? (B)(6) 2015: ¿presents with 3 days of abdominal pain and vomiting bile. Abdomen distended, dark vomitus.¿ ¿CT showed obstruction; placed nasogastric tube; had improved nausea and output 1 liter of abdominal contents.¿ ¿acute bowel obstruction.¿ ? (B)(6) 2015: CT a/p. "Probable transition point seen in right lower quadrant; concerning for a small bowel obstruction.¿ ? (B)(6) 2015: abdomen 2 view kub [kidneys ureters bladder]/upright/decubitus. ¿small bowel obstruction.¿ ? (B)(6) 2015: CT a/p. ¿slightly decreased proximal small bowel distention, with persistent transition segment in the deep right lower quadrant for which partial small bowel obstruction is not excluded.¿ ? (B)(6) 2015: CT a/p. ¿anterior peritoneal mesh, no recurrent hernia. Just anterior to the mesh are a few small foci of air along the anterior peritoneal surface. Fluid collection left anterior abdominal wall present on multiple prior exams likely representing chronic seroma.¿ ¿ small bowel distention improved since (B)(6) 2015. Residual air-fluid levels and multiple small and large bowel loops; could be due to ileus. Continued low-grade partial small bowel obstruction cannot be excluded. There are small foci of air along the anterior peritoneal surface just inferior to an anterior peritoneal mesh. Air most likely within a collapsed small bowel loop. Free intraperitoneal air considered less likely but possible.¿ ? (B)(6) 2015: progress note. ¿feels okay; had pain again yesterday after eating. Abdomen: soft, distention, possibly mild, decreased bowel sounds. Impression: partial small bowel obstruction. Plan: imaging this week including CT scans (two days ago and today). Small bowel dilation has improved, but transition point remains; has failed to tolerate regular diet on two occasions. Therefore, will proceed with exploratory laparotomy as we have tried to manage this non-operatively for six days with failure.¿ ? (B)(6) 2015: indications. ¿... Comes to the hospital with signs and symptoms of small bowel obstruction including CT scan showing dilated proximal small bowel with a transition point... Showed some improvement with nasogastric tube coming out inadvertently; however, when advanced to regular diet had significant abdominal pain and nausea. This happened two times, and patient now presents for exploratory laparotomy due to failure of nonoperative treatment. Partial explant procedure: exploratory laparotomy with lyses of adhesions and small bowel resection. [Implant: seprafilm] partial explant date: (B)(6) 2015 [hospitalization dates (B)(6) 2015] ¿ wound classification: unknown ¿ findings: ¿the small bowel did have a segment that was adhesed to the underside of the abdominal wall at previously placed mesh. This required resection with a gia 75 mm stapler anastomosis. Lyses of adhesions was carried out from the ligament of treitz all the way to the ileocecal valve with the adhesions almost uniformly filmy and friendly with the exception of the one area that was adhesed to the underside of the mesh.¿ ¿ procedure: ¿incision was made in the midline with the excision of previous scar. Electrocautery was used for hemostasis and to continue the dissection down to the fascia. The fascia was opened carefully at previous mesh. This was opened using scalpel here down to the peritoneum which was carefully visualized prior to entering the abdominal cavity. Small bowel was directly beneath the peritoneum here and the peritoneum was carefully opened using scissors. The fascia and peritoneum where then opened inferiorly and carefully using cautery as the inferior part of the incision now was free of adhesions of the bowel to the abdominal wall. The fascia and mesh superiorly was [sic] opened carefully and this was opened to an area where the small bowel was densely adherent to the mesh. At this point, lysis of adhesions was undertaken. This was done using primarily sharp dissection with metzenbaum scissors but also electrocautery carefully. The dissection was done to free up the small bowel from the ligament of treitz all the way to the ileocecal valve. This was done all the way to the ileocecal valve and then proximally. The dissection did not yield any enterotomies. A few areas had serosa that was missing and lembert sutures were placed here to imbricate the small bowei. This was where adhesions were dense. At this point, the only remaining adhesion was of the small bowel to the underside of the mesh. The mesh here was excised with very thin small bowel here with a potential very small full-thickness hole in the small bowel. The small bowel was densely adherent to the mesh here and therefore plans were for resection as this part of the small bowel was kinked as well as densely adherent to the mesh. The mesh piece was excised and left on the bowel. At this point, the small bowel was completely free of adhesions from the ligament of treitz all the way to the ileocecal valve. There were a few adhesions of the colon to the underside of the right side of the abdominal wall and these were taken down carefully using cautery and metzenbaum scissors as necessary. One area of the cecum required repair of a small serosal defect, again some adhesions. This was done using 3-0 silk suture in interrupted lembert suture fashion. At this point, the plans were for small bowel resection at the point where the small bowel was densely adherent to the small piece of mesh that was excised. The glassman clamps were placed proximally and distally. New towels were placed around the wound. The gia 75 mm stapler was used proximally and distally to divide the small bowel. The mesentery was taken down between clamps and ties. The small bowel was brought together antimesenteric border to antimesenteric border. The antimesenteric corner of each staple line was excised using curved mayos. The two ends of the stapler were now brought apart and one end of the stapler was placed in each end of the open bowel. The 2 ends of bowel were again brought together antimesenteric border to anti mesenteric border with the stapler ends within the small bowel and the stapler then closed carefully. No other structures were within the staple line. The stapler was then fired. The stapler was now removed and the anastomosis was held by the open end using allis clamps to close the open end. A ta 60 stapler was then used to staple closed the open end of the anastomosis. The excess bowel was excised. The 3-0 silk sutures were used in interrupted lembert suture fashion to close over the corner of each end of the ta 60 staple line. The crotch of the anastomosis was reinforced also using 3-0 silk suture in interrupted lembert suture fashion with a 3rd suture used consisting of 2-0 silk suture in an interrupted lembert suture fashion. The surgeons then changed gloves. The mesentery was reapproximated using 2-0 vicryl suture in running fashion. Irrigation solution was used. Small bowel allowed to fall back into the abdominal cavity. The omentum was then released from the underside of the abdominal wall by taking down adhesions of the omentum to the underside of the abdominal wall. This was done primarily using electrocautery. This was done carefully under direct vision. The omentum was then brought over the small bowel. Decision was made to place two pieces of seprafilm, one underneath the omentum on top of the small bowel and the other piece of seprafilm on top of the omentum underneath the abdominal wall. These were placed easily and the abdominal wall was reapproximated using #1 nylon suture in running fashion from each end of the incision and tying these in the middle. Subcutaneous tissue was now irrigated and the skin was reapproximated using skin staples. The nylon was used due to the mesh within the abdominal wall to bring it together using permanent sutures. The subcutaneous tissue was irrigated using saline and the skin was reapproximated using skin staples.¿ ¿ (B)(6) 2015: pathology report ? Diagnosis: "portion of small bowel, resection: negative for malignancy. Prominent edema, vascular congestion, scarring with associated suture material, consistent with clinical history of adhesions and obstruction. ? Gross examination: ¿toward the center of the specimen, an area of transmural erythema and hemorrhage measure approximately 3.8 cm in greatest dimensions. No mucosal based mass lesions or peritoneal implants are identified.¿ ¿ (B)(6) 2015: ¿small bowel obstruction status post exploratory laparotomy with lysis of adhesions and small bowel resection.¿ ¿ (B)(6) 2015: ¿constantly complaining about abdominal pain; seeking pain medications at this time. Cleared for discharge by general surgery, but keeps insisting to stay in hospital because he is getting dilaudid and wants one more day of dilaudid intravenously. Yesterday planned to discharge patient but he refused to go because he wanted dilaudid; even requested to send home with dilaudid; am not comfortable giving at home; patient is narcotic abuser.¿ ¿had postoperative ileus; resolved.¿ ¿ (B)(6) 2015: discharge instructions. ¿activity as tolerated, no lifting over 10 pounds.¿ relevant medical information: ¿ (B)(6) 2015: emergency department. ¿no bowel movement for 3 days.¿ ¿taking percocet for chronic back pain; has not had stool softeners.¿ ¿ (B)(6) 2015: x-ray abdominal series. ¿constipated colon.¿ ¿ (B)(6) 2016: emergency department. ¿CT abdomen/pelvis did not show acute findings. Impression: dizziness, anxiousness. Discharged.¿ ¿ (B)(6) 2016: emergency department. ¿burning pain in center of abdomen with radiation along the midline up into throat for past week; acute worsening overnight. Similar to previous abdominal pain when had bowel obstruction. This evening pain became acutely worse, described ¿dark black stools.¿¿ ¿impression: h. Pylori, acute gastritis.¿ ¿ (B)(6) 2016: CT a/p: ¿impression: heavy fecal pattern, constipation considered.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04490183. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (2422) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span february 19, 2006 through november 20, 2016 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: smoking (B)(6) 2006: ¿smoked 2 packs of cigarettes a day until 2000¿ (B)(6) 2014: ¿history of smoking 1 to 2 packs daily for 25 years; quit 2005¿ (B)(6) 2016: ¿ex-smoker; quit 1995; smoked 25 plus years, 1-2 packs/day¿ (B)(6) 2016: ¿tobacco use: 2 cartons per week for 40 years¿ (B)(6) 2016: ¿former cigarette smoker; not touched in over 20 years¿ obesity (B)(6) 2006: 300 lbs., bmi 40.7, (B)(6) 2006: 311 lbs., bmi 42.2 ,(B)(6) 2007: 283 lbs., bmi 38.4, (B)(6) 2010: 257 lbs., bmi 34.9, (B)(6) 2015: 267.7 lbs., bmi 39.6, (B)(6) 2016: 253.31 lbs., bmi 34.3. Chronic pain syndrome narcotic dependence chronic constipation, ¿probably opiate related¿ irritable bowel syndrome gastroesophageal reflux disease [gerd] unknown date: umbilical hernia 2002: incisional hernia, (B)(6) 2006: liver disease; ¿probably alcoholic cirrhosis¿ ,(B)(6) 2006: recurrent incisional hernia, (B)(6) 2007: bilateral inguinal and periumbilical hernias, (B)(6) 2010: bowel obstruction ,(B)(6) 2010: borderline diabetes, (B)(6) 2014: bilateral inguinal hernias. Surgical procedures: 1979: appendectomy 1979: open cholecystectomy 1995: coronary artery bypass graft [CABG] 1996: medtronic pump for pain relief 2002: incisional hernia repair (B)(6) 2006: replacement of intrathecal pump (B)(6) 2006: repair of recurrent incisional hernia. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2009: narcotic pain pump removed due to methicillin-resistant staphylococcus infection with debridement and resultant diskitis at catheter tip (B)(6) 2015: exploratory laparotomy with lyses of adhesions and small bowel resection. Adhesions small bowel to underside of mesh; small bowel densely adherent to the mesh, plans were for resection. Implant seprafilm relevant medical information: (B)(6) 2006: ¿has had lower abdominal pain for several decades.¿ (B)(6) 2006: ¿.... Chronic pain syndrome.¿ implant preoperative complaints: (B)(6) 2006: history and physical [h&p]. ¿previous surgery on abdomen; has developed a hernia at midline. Hernia repair previously; developed a recurrence there. States he had train accident about a year ago or so and this hernia showed up about the same time or shortly thereafter.¿ ¿abdomen: normal bowel sounds, soft, minimally tender at reducible incisional hernia at upper end of midline incision. Also has paramedian incision where there is no abdominal hernia. Pain pump is about 2 centimeters off of midline. Plan for incisional hernia repair; will need to modify the approach to stay away from his pain pump.¿ implant procedure: repair of recurrent incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/04490183, 10cm x 15cm x 1mm thick, oval] implant date: (B)(6) 2006 [hospitalization dates (B)(6) 2006] wound classification: unknown findings: ¿the hernia was repaired by placement of a gore dualmesh plus patch underneath the fascia. This was sutured circumferentially using #0 surgilon suture . Dissection was not done near the pain pump which was in the patient¿s left upper quadrant.¿ description of hernia being treated: ¿the incision was then carried through skin into the subcutaneous tissue. This was then dissected down to the hernia sac with electrocautery carefully. Dissection was continued circumferentially around the defect. This was found to be approximately 3 cm in diameter. The hernia sac was dissected and reduced into the abdominal cavity. Due to the desire for the placement of mesh underneath the fascia, adhesiolysis was undertaken on the underside of the abdominal wall. This was done carefully using electrocautery and metzenbaum scissors as necessary. No enterotomies were made. A few omental bleeders were tied using 2-0 vicryl suture. The tissue at the subcutaneous level was dissected off the fascia. This was done circumferentially but not to the pain pump. The hernia defect was more on the right side of the midline, and therefore dissection did not need to be done to the pain pump in the left upper quadrant. The dissection was done to at least 3 cm from the defect in all directions.¿ implant size and fixation: ¿next, the dualmesh plus patch was cut to appropriate fit in a circular fashion. This was then sutured into place by placing sutures through the fascia through the mesh and then back through the fascia and tagging the sutures. The mesh was still outside the fascia, and once all the circumferential sutures were placed the mesh was then placed underneath the fascia. The sutures were pulled carefully and slowly tight with the mesh fitting very well in the place and unfolding such that it was flat underneath the fascia. Finger palpation was used to ensure that no defects would allow for this sore to come through once the sutures were pulled tight. The sutures were then all tied down. A #7 jackson-pratt drain was placed through a right-sided inferior stab incision. This was sutured into placed using 3-0 nylon suture. The subcutaneous tissue was reapproximated using 2-0 vicryl suture in a running fashion.¿ relevant medical information: (B)(6) 2007: CT abdomen/pelvis [a/p]. ¿no significant inguinal hernia defects , no bowel distention.¿ (B)(6) 2007: CT pelvis. ¿small fat containing bilateral inguinal hernias. Small bowel containing periumbilical hernia without evidence of bowel obstruction or incarceration.¿ (B)(6) 2007: discharge. ¿bilateral inguinal and periumbilical hernias with associated right groin pain.¿ (B)(6) 2007: ¿abdomen: obese, protuberant, no tenderness, rebound or mass.¿ (B)(6) 2008: ¿wound consult. Large yeast excoriation abdominal folds. Area weepy and malodorous.¿ (B)(6) 2008: emergency department. ¿abdominal discomfort; points to epigastric area, diarrhea.¿ ¿abdomen: soft, nondistended, nontender, no rebound, guarding or masses.¿ (B)(6) 2009: ¿preoperative diagnosis: malfunctioning pump.¿ ¿operative procedure: pump revision.¿ (B)(6) 2009: emergency room. ¿sent by home health nurse because unable to obtain intravenous access to give vancomycin and invanz. History: chronic low back pain with implanted narcotic pump: infection at site with subsequent removal. Abdomen: soft, nondistended, nontender, healing incision site to mid left abdomen...¿ ¿impression: pain pump site infection.¿ (B)(6) 2010: ¿abdomen: soft, nontender, obese, surgical scars.¿ (B)(6) 2010: emergency department. ¿one week of epigastric left upper quadrant pain.¿ (B)(6) 2010: h&p. ¿bowel obstruction; admission 10 days in june; treated with nasogastric tube, recent admission 3 days ago for constipation, borderline diabetes, obesity, irritable bowel syndrome, acid reflux, chronic back pain with chronic narcotic use. Surgical history: abdominal pump placement; removal due to methicillin-resistant staphylococcus aureus infection, incision and drainage of abscess on back.¿ (B)(6) 2010: esophagogastroduodenoscopy. ¿no evidence of esophageal inflammation or structuring in distal segment or anywhere else. No hiatal hernia.¿ (B)(6) 2011: CT a/p. ¿no acute abdominal abnormality.¿ (B)(6) 2011: CT a/p. ¿there is anterior abdominal wall mesh. Again, seen is a walled off fluid collection in anterior abdominal wall measuring 2 x 6.2 x 4.7 cm without significant change.¿ ¿fluid collection in the anterior abdominal wall unchanged; may represent a chronic seroma .¿ (B)(6) 2011: ¿complains of low abdominal pain.¿ (B)(6) 2011: CT a/p. ¿indication: abdomen pain. Findings: seroma left upper quadrant body wall.¿ ¿postsurgical change of prior herniorrhaphy and small seroma.¿ (B)(6) 2011: x-ray abdominal series. ¿nonobstructive bowel gas pattern.¿ (B)(6) 2011: microbiology. ¿source: urine. Culture: positive for methicillin-resistant staphylococcus aureus.¿ (B)(6) 2011: ¿.... Wheelchair bound for chronic low back pain, morbid obesity.¿ ¿gastrointestinal: old healed surgical scars...¿ (B)(6) 2012: CT a/p. ¿bilateral flank pain.¿ ¿no acute abnormality. Fluid collection with rind in anterior abdominal wall stable, possibly representing chronic seroma or chronic partially liquified hematoma.¿ (B)(6) 2014: emergency department. ¿impression: acute exacerbation of chronic low back pain. (B)(6) 2014: CT abdomen. ¿hernia repair mesh underlies the umbilicus. There is [sic] diastases of infra-umbilical rectus muscles. Bilateral fat-containing inguinal hernias.¿ (B)(6) 20/14: inpatient hospitalization. (B)(6) 2014: history and physical. ¿states he takes 40 of percocet at home.¿ ¿abdomen: soft, slightly tender left and right lower quadrants, no hepatosplenomegaly palpable secondary to body habitus, extremely obese.¿ ¿abdominal pain with leukocytosis.¿ (B)(6) 2014: consultation. ¿abdomen: soft, diffuse tenderness, multiple incisions on chest and abdomen in the midline in right and left subcostal region; both in right and left upper quadrants. Impression: rectal bleeding, bloody diarrhea, proctitis, micro perforation of lower gastrointestinal tract.¿ (B)(6) 2014: CT a/p. ¿few bubbles of gas around rectum suspicious for micro perforation. Impression: interval development of marked rectal wall thickening and perirectal inflammatory changes; compatible with acute proctitis. Prior herniorrhaphy; stable appearing fluid collection left mid-abdominal wall.¿ (B)(6) 2014: discharge summary. ¿presented with 3-day history of rectal bleeding, fairly significant abdominal pain.¿ ¿.... CT abdomen/pelvis showed thickening in rectum and apparent micro perforation.¿ (B)(6) 2014: emergency department. ¿gradual onset of bilateral lower quadrant abdominal pain starting about 4 hours ago; sharp/stabbing.¿ ¿just prior to onset had normal bowel movement; bright red blood on toilet paper. Admitted august this year due to colon infection; ¿they found a hole in my colon. States no surgery; symptoms resolved after several days in hospital. CT scan showed significant chronic constipation. Following digital disimpaction, received multiple enemas; several large stools prior to discharge. Discussed constipation due to narcotic use chronically.¿ (B)(6) 2014: CT a/p. ¿moderate-sized hilar hernia. Fluid collection anterior abdominal wall subcutaneous fat unchanged in size; 5.1 cm transverse dimension and 1.9 cm anterior/posterior dimension.¿ ¿moderate rectal stool. Small seroma anterior abdominal wall subcutaneous fat.¿ (B)(6) 2015: inpatient hospitalization. (B)(6) 2015: ¿several days of nausea/vomiting/diarrhea; also left lower quadrant pain.¿ ¿pain on exam localizes to left lower quadrant of abdomen. CT shows partial small bowel obstruction.¿ (B)(6) 2015: CT a/p. ¿post-surgical changes in anterior abdominal wall. Small seroma in subcutaneous fat of anterior abdominal wall on left.¿ ¿impression: distention of small bowel loops proximally with transition to normal loops distally; suggests partial mechanical obstruction.¿ (B)(6) 2015: x-ray abdomen. ¿dilated small bowel loop in upper abdomen suspicious for obstruction.¿ (B)(6) 2015: discharge. ¿on day of discharge, having tenderness in epigastrium and mid-left lower region, without guarding or rigidity. Worried more about going home on dilaudid than his pain.¿ ¿could have these subjective complaints because of pain seeking behavior; mentioned he has been out of percocet for past 5 days; another thought would be mild opioid withdrawal causing vomiting and diarrhea. Pain well-controlled, will be discharged.¿ partial explant preoperative complaints: (B)(6) 2015: inpatient hospitalization. (B)(6) 2015: ¿presents with 3 days of abdominal pain and vomiting bile. Abdomen distended, dark vomitus.¿ ¿CT showed obstruction; placed nasogastric tube; had improved nausea and output 1 liter of abdominal contents.¿ ¿acute bowel obstruction.¿ (B)(6) 2015: CT a/p. "Probable transition point seen in right lower quadrant; concerning for a small bowel obstruction.¿ (B)(6) 2015: abdomen 2 view kub [kidneys ureters bladder]/upright/decubitus. ¿small bowel obstruction.¿ (B)(6) 2015: CT a/p. ¿slightly decreased proximal small bowel distention, with persistent transition segment in the deep right lower quadrant for which partial small bowel obstruction is not excluded.¿ (B)(6) 2015: CT a/p. ¿anterior peritoneal mesh, no recurrent hernia. Just anterior to the mesh are a few small foci of air along the anterior peritoneal surface. Fluid collection left anterior abdominal wall present on multiple prior exams likely representing chronic seroma.¿ ¿ small bowel distention improved since (B)(6) 2015. Residual air-fluid levels and multiple small and large bowel loops; could be due to ileus. Continued low-grade partial small bowel obstruction cannot be excluded. There are small foci of air along the anterior peritoneal surface just inferior to an anterior peritoneal mesh. Air most likely within a collapsed small bowel loop. Free intraperitoneal air considered less likely but possible.¿ (B)(6) 2015: progress note. ¿feels okay; had pain again yesterday after eating. Abdomen: soft, distention, possibly mild, decreased bowel sounds. Impression: partial small bowel obstruction. Plan: imaging this week including CT scans (two days ago and today). Small bowel dilation has improved, but transition point remains; has failed to tolerate regular diet on two occasions. Therefore, will proceed with exploratory laparotomy as we have tried to manage this non-operatively for six days with failure.¿ (B)(6) 2015: indications. ¿... Comes to the hospital with signs and symptoms of small bowel obstruction including CT scan showing dilated proximal small bowel with a transition point... Showed some improvement with nasogastric tube coming out inadvertently; however, when advanced to regular diet had significant abdominal pain and nausea. This happened two times, and patient now presents for exploratory laparotomy due to failure of nonoperative treatment. Partial explant procedure: exploratory laparotomy with lyses of adhesions and small bowel resection. [Implant: seprafilm] partial explant date: (B)(6) 2015 [hospitalization dates (B)(6) 2015] wound classification: unknown findings: ¿the small bowel did have a segment that was adhesed to the underside of the abdominal wall at previously placed mesh. This required resection with a gia 75 mm stapler anastomosis. Lyses of adhesions was carried out from the ligament of treitz all the way to the ileocecal valve with the adhesions almost uniformly filmy and friendly with the exception of the one area that was adhesed to the underside of the mesh.¿ procedure: ¿incision was made in the midline with the excision of previous scar. Electrocautery was used for hemostasis and to continue the dissection down to the fascia. The fascia was opened carefully at previous mesh. This was opened using scalpel here down to the peritoneum which was carefully visualized prior to entering the abdominal cavity. Small bowel was directly beneath the peritoneum here and the peritoneum was carefully opened using scissors. The fascia and peritoneum where then opened inferiorly and carefully using cautery as the inferior part of the incision now was free of adhesions of the bowel to the abdominal wall. The fascia and mesh superiorly was [sic] opened carefully and this was opened to an area where the small bowel was densely adherent to the mesh. At this point, lysis of adhesions was undertaken. This was done using primarily sharp dissection with metzenbaum scissors but also electrocautery carefully. The dissection was done to free up the small bowel from the ligament of treitz all the way to the ileocecal valve. This was done all the way to the ileocecal valve and then proximally. The dissection did not yield any enterotomies. A few areas had serosa that was missing and lembert sutures were placed here to imbricate the small bowei. This was where adhesions were dense. At this point, the only remaining adhesion was of the small bowel to the underside of the mesh. The mesh here was excised with very thin small bowel here with a potential very small full-thickness hole in the small bowel. The small bowel was densely adherent to the mesh here and therefore plans were for resection as this part of the small bowel was kinked as well as densely adherent to the mesh. The mesh piece was excised and left on the bowel. At this point, the small bowel was completely free of adhesions from the ligament of treitz all the way to the ileocecal valve. There were a few adhesions of the colon to the underside of the right side of the abdominal wall and these were taken down carefully using cautery and metzenbaum scissors as necessary. One area of the cecum required repair of a small serosal defect, again some adhesions. This was done using 3-0 silk suture in interrupted lembert suture fashion. At this point, the plans were for small bowel resection at the point where the small bowel was densely adherent to the small piece of mesh that was excised. The glassman clamps were placed proximally and distally. New towels were placed around the wound. The gia 75 mm stapler was used proximally and distally to divide the small bowel. The mesentery was taken down between clamps and ties. The small bowel was brought together antimesenteric border to antimesenteric border. The antimesenteric corner of each staple line was excised using curved mayos. The two ends of the stapler were now brought apart and one end of the stapler was placed in each end of the open bowel. The 2 ends of bowel were again brought together antimesenteric border to anti mesenteric border with the stapler ends within the small bowel and the stapler then closed carefully. No other structures were within the staple line. The stapler was then fired. The stapler was now removed and the anastomosis was held by the open end using allis clamps to close the open end. A ta 60 stapler was then used to staple closed the open end of the anastomosis. The excess bowel was excised. The 3-0 silk sutures were used in interrupted lembert suture fashion to close over the corner of each end of the ta 60 staple line. The crotch of the anastomosis was reinforced also using 3-0 silk suture in interrupted lembert suture fashion with a 3rd suture used consisting of 2-0 silk suture in an interrupted lembert suture fashion. The surgeons then changed gloves. The mesentery was reapproximated using 2-0 vicryl suture in running fashion. Irrigation solution was used. Small bowel allowed to fall back into the abdominal cavity. The omentum was then released from the underside of the abdominal wall by taking down adhesions of the omentum to the underside of the abdominal wall. This was done primarily using electrocautery. This was done carefully under direct vision. The omentum was then brought over the small bowel. Decision was made to place two pieces of seprafilm, one underneath the omentum on top of the small bowel and the other piece of seprafilm on top of the omentum underneath the abdominal wall. These were placed easily and the abdominal wall was reapproximated using #1 nylon suture in running fashion from each end of the incision and tying these in the middle. Subcutaneous tissue was now irrigated and the skin was reapproximated using skin staples. The nylon was used due to the mesh within the abdominal wall to bring it together using permanent sutures. The subcutaneous tissue was irrigated using saline and the skin was reapproximated using skin staples.¿ (B)(6) 2015: pathology report diagnosis: "portion of small bowel, resection: negative for malignancy. Prominent edema, vascular congestion, scarring with associated suture material, consistent with clinical history of adhesions and obstruction. Gross examination: ¿toward the center of the specimen, an area of transmural erythema and hemorrhage measure approximately 3.8 cm in greatest dimensions. No mucosal based mass lesions or peritoneal implants are identified.¿ (B)(6) 2015: ¿small bowel obstruction status post exploratory laparotomy with lysis of adhesions and small bowel resection.¿ (B)(6) 2015: ¿constantly complaining about abdominal pain; seeking pain medications at this time. Cleared for discharge by general surgery, but keeps insisting to stay in hospital because he is getting dilaudid and wants one more day of dilaudid intravenously. Yesterday planned to discharge patient but he refused to go because he wanted dilaudid; even requested to send home with dilaudid; am not comfortable giving at home; patient is narcotic abuser.¿ ¿had postoperative ileus; resolved.¿ (B)(6) 2015: discharge instructions. ¿activity as tolerated, no lifting over 10 pounds.¿ relevant medical information: (B)(6) 2015: emergency department. ¿no bowel movement for 3 days.¿ ¿taking percocet for chronic back pain; has not had stool softeners.¿ (B)(6) 2015: x-ray abdominal series. ¿constipated colon.¿ (B)(6) 2016: emergency department. ¿CT abdomen/pelvis did not show acute findings. Impression: dizziness, anxiousness. Discharged.¿ (B)(6) 2016: emergency department. ¿burning pain in center of abdomen with radiation along the midline up into throat for past week; acute worsening overnight. Similar to previous abdominal pain when had bowel obstruction. This evening pain became acutely worse, described ¿dark black stools.¿¿ ¿impression: h. Pylori, acute gastritis.¿ (B)(6) 2016: CT a/p: ¿impression: heavy fecal pattern, constipation considered.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04490183. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6), md. Office notes. Atypical chest pain; sounded like was from chest wall irritation related to coughing; recent upper respiratory infection. Weight 300 pounds, bmi 40.7. On (B)(6) 2006: (B)(6), md. Consultation. Hospitalized for bilateral lower extremity cellulitis; chronic for at least last 6 years. Coughs intermittently. Has had lower abdominal pain for several decades. Operations: seven lumbar surgeries, placement of morphine infusion pump which is refilled periodically, repair of abdominal hernia, coronary artery bypass graft in 2000. Social: smoked 2 packs of cigarettes a day until 2000, drank heavily until then. Abdomen: no masses or tenderness. Impression: monoclonal gammopathy due to either chronic infection (cellulitis) or liver disease, probably alcoholic cirrhosis. On (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: post laminectomy syndrome. Procedure: replacement of an intrathecal pump. On (B)(6) 2006: (B)(6), do. Discharge summary. Admitted with pneumonia. Final diagnoses: acute bronchitis, obstructive sleep apnea, obesity with pickwickian syndrome, chronic pain syndrome. On (B)(6) 2006: (B)(6). Emergency department visit. Cough for 3 weeks; body sore from coughing. Intermittent fever. Impression: acute bronchitis. On (B)(6) 2006: (B)(6). Emergency department visit. Chest pain, shortness of breath, severe sleep apnea; noncompliant with continuous positive airway pressure, recurrent pneumonia. On 3 liters of oxygen at home. Just taken off steroid taper. Likely chest wall pain, pleurisy or esophageal. On (B)(6) 2006: (B)(6) center. [Signature illegible]. Anesthesia record. Weight 311 pounds, increased bmi. Asa: 3. Implant preoperative complaints: on (B)(6) 2006: (B)(6), md. History and physical. Chief complaint: incisional hernia. Previous surgery on abdomen; has developed a hernia at midline. Hernia repair previously; developed a recurrence there. States he had train accident about a year ago or so and this hernia showed up about the same time or shortly thereafter. Medical history: chronic back pain, arthritis, chronic obstructive pulmonary disease / asthma, cellulitis, rotator cuff tear, knee pain, coronary artery disease, apnea. Surgical history: cholecystectomy and appendectomy in 1979, back surgeries 1991 through 1994, medtronic pump for pain relief 1996 and 2006, removal of cage from spinal column 2006, coronary artery bypass grafting on (B)(6) 2000, incisional hernia repair 2002. Abdomen: normal bowel sounds, soft, minimally tender at reducible incisional hernia at upper end of midline incision. Also has paramedian incision where there is no abdominal hernia. Pain pump is about 2 centimeters off of midline. Plan for incisional hernia repair; will need to modify the approach to stay away from his pain pump. Discussed risks and benefits, agrees to proceed. Implant date: on (B)(6) 2006 (hospitalization on (B)(6) 2006). Relevant medical information: on (B)(6) 2006: (B)(6), md. Operative notes. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: same. Procedure performed: repair of recurrent incisional hernia with mesh. Specimen/tissue removed: none. Findings: small defect repaired with gore® dualmesh® plus under the fascia. Dissection not done near the pain pump. Complications: none. On (B)(6) 2006: (B)(6) center. Discharge instructions. Okay to shower and get incision wet as of 10:00 today. Resume medications as prior to hospitalization. Keep track of drain outputs. Activity, diet as tolerated. Appointment with dr. (B)(6) for drain removal on (B)(6)2006. On (B)(6) 2007: (B)(6), md. History and physical. Long-term back pain, multiple back surgeries, pain pump. Falls frequently, about 50-60 times in last year. Morbidly obese. Glucose 114 and 171. Hyperglycemia: thinks he does not have diabetes; however, his blood sugars have been high. On (B)(6) 2007: (B)(6) center. [Signature ni]. Operative notes. Preoperative diagnosis: torn right rotator cuff. Operation: repair torn right rotator cuff. On (B)(6) 2007: (B)(6). Radiology ¿ CT abdomen / pelvis without contrast. Indication: right flank pain. Findings: no significant inguinal hernia defects, no bowel distention. On (B)(6) 2007: (B)(6), md. Radiology ¿ CT pelvis plain. Impression: small fat containing bilateral inguinal hernias. Small bowel containing periumbilical hernia without evidence of bowel obstruction or incarceration. On (B)(6) 2007: (B)(6), do. Discharge summary. Came in with intractable right groin pain, pain in scrotum. Also, dyspnea, sputum production and paroxysmal coughing for 4 or 5 days. History of ventral abdominal hernia repair. Told to avoid increasing edema because of the hernias. Discharged with final diagnoses of: bilateral inguinal and periumbilical hernias with associated right groin pain. Paroxysmal coughing related to right middle lobe pneumonia. Given prescription, on his request, for dilaudid. On (B)(6) 2007: (B)(6). Emergency department visit. Chest pain; lifting a panel around 20 pounds and felt a pop; after, started with aching chest pain, nausea. On (B)(6) 2007: (B)(6), md. History and physical. Chest discomfort started after working on truck; attempting to lift a panel and felt a pull in anterior chest with subsequent pain. Falls a lot at home. Surgical history: intrathecal pain pump, coronary artery bypass grafting, incisional hernia repair. [Weight] 128.6 kilograms. Abdomen: obese, protuberant, no tenderness, rebound or mass. On (B)(6) 2007: (B)(6), do. Discharge summary. Acute on chronic back pain. Reported falling yesterday with significant left hip, lower back and knee pain. Given steroids which caused some hyperglycemia and leukocytosis. On (B)(6) 2008: (B)(6) center. Nurse notes. Wound consult. Large yeast excoriation abdominal folds. Area weepy and malodorous. On (B)(6) 2008: (B)(6). Radiology ¿ CT abdomen / pelvis plain. Impression: no evidence of renal or ureteral calculus. Left renal parapelvic cyst. On (B)(6) 2008: (B)(6), md. Discharge summary. Open shallow wound on left shin for at least a month; increased pain, redness, swelling. Difficulty with urination. CT scan abdomen/pelvis negative for stone. Admitted for intravenous antibiotics. Discharge home. On (B)(6) 2008: (B)(6). Emergency department visit. Dizziness; nonspecific on symptoms, felt ill all day. Abdominal discomfort; points to epigastric area, diarrhea. Abdomen: soft, nondistended, nontender, no rebound, guarding or masses. Multiple surgical scars, pump in left upper quadrant without evidence of infection, small bruise from recent refill. Impression: urinary tract infection. On (B)(6) 2009: (B)(6), md. Operative report. Preoperative diagnosis: malfunctioning pump. Postoperative diagnosis: malfunctioning pump. Operative procedure: pump revision. On (B)(6) 2009: (B)(6), md. Emergency department visit. Sent by home health nurse because unable to obtain intravenous access to give vancomycin and invanz. History: chronic low back pain with implanted narcotic pump; infection at site with subsequent removal. Abdomen: soft, nondistended, nontender, healing incision site to mid left abdomen, no evidence of cellulitis or drainage. Peripherally inserted central catheter line placement not an option today. Nurses and technicians unable to place intravenous line due to peripheral vascular insufficiency; felt central line not an option. Changed to linezolid by mouth, discontinue vancomycin. Agrees to contact dr. Birks on monday. Impression: pain pump site infection. On (B)(6) 2010: (B)(6), md. History and physical. Fell couple months back; increasing low back pain, lower extremities feel weak. Surgical history: two ventral hernia surgeries. Abdomen: soft, nontender, obese, surgical scars. Impression: post-laminectomy syndrome. On (B)(6) 2010: (B)(6) center. [Signature illegible]. Emergency department visit. One week of epigastric left upper quadrant pain, fever at home to 103 for 2 days. Weight 117 kilograms. Impression: pneumonia. On (B)(6) 2010: (B)(6), md. History and physical. Stated fevers for several days, bit of a cough. Medical history: bowel obstruction; admission 10 days on (B)(6); treated with nasogastric tube, recent admission 3 days ago for constipation, borderline diabetes, obesity, irritable bowel syndrome, acid reflux, chronic back pain with chronic narcotic use. Surgical history: abdominal pump placement; removal due to methicillin-resistant staphylococcus aureus infection, incision and drainage of abscess on back. Rarely walks due to balance problems, weakness, back and leg pain. Abdomen: obese, moderately deformed sounds active. Impression: question right middle lobe pneumonia, recent admission for small bowel obstruction and constipation, open sore on back secondary to removal of infected pain pump reservoir. Plan: started on hospital-acquired pneumonia therapy; imipenem, levaquin, linezolid. On (B)(6) 2010: (B)(6), md. Radiology ¿ double contrast upper gi. Indication: food gets stuck, chest pain, dysphagia. Impression: persistent narrowing in distal esophagus. Moderate to severe tertiary contractions. On (B)(6) 2010: (B)(6), md. Procedure report. Procedure: esophagogastroduodenoscopy. Indication: rule out esophageal stricture. Early complications: none. Impression: no evidence of esophageal inflammation or structuring in distal segment or anywhere else. No hiatal hernia. Antral gastritis and duodenitis of the bulb. On (B)(6) 2010: (B)(6) center. Microbiology. Source: nares. Culture: positive for methicillin-resistant staphylococcus aureus. On (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen / pelvis plain. Impression: no acute abdominal abnormality. On (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: post laminectomy syndrome. Procedure: facet rhizotomy. Summary of procedure: ¿patient was positioned prone and the back was prepped and draped in the usual routine fashion.¿ on (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen / pelvis plain. Indication: fall. Comparison is made to a prior exam dated on (B)(6) 2011. Findings: there is anterior abdominal wall mesh. Again, seen is a walled off fluid collection in anterior abdominal wall measuring 2 x 6.2 x 4.7 cm without significant change. Impression: no evidence of acute traumatic injury. Fluid collection in the anterior abdominal wall unchanged; may represent a chronic seroma. Postsurgical changes. On (B)(6) 2011: (B)(6) center. Nurse notes. Fever, chills, temperature 102.5. Seen two days ago for same. Complains of low abdominal pain. On (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen/pelvis plain. Indication: abdomen pain. Findings: seroma left upper quadrant body wall. Impression: spiculated micronodular interstitial lung disease. Postsurgical change of prior herniorrhaphy and small seroma. On (B)(6) 2011: (B)(6). Radiology ¿ x-ray abdominal series with pa chest. Indication: pneumonia, diarrhea. Impression: nonobstructive bowel gas pattern. Surgical clips right upper quadrant. On (B)(6) 2011: (B)(6), md. History and physical. Diarrhea, fever, chills, hypersomnolence. Productive cough over 2 days, temperature reportedly up to 102.5 degrees. History: chronic constipation, probably opiate related. Abdomen: obese, protuberant, soft, no focal mass. Impression: probably community-acquired pneumonia, morbid obesity, chronic obstructive pulmonary disease. On (B)(6) 2011: (B)(6) center. Microbiology. Source: lower respiratory. Culture: positive for methicillin-resistant staphylococcus aureus. On (B)(6) 2011: (B)(6) center. Nurse notes. Weight: 293 pounds, stated. Anesthesia history: umbilical hernia, incisional hernia. On (B)(6) 2011: (B)(6) center. Microbiology. Source: urine. Culture: positive for methicillin-resistant staphylococcus aureus. On (B)(6) 2011: (B)(6), md. History and physical. Productive cough, subjective fevers last 3 to 4 days. Admitted on (B)(6) for pneumonia. History: chronic obstructive pulmonary disease, hypoxia with 3 to 4 liters [of oxygen], wheelchair bound for chronic low back pain, morbid obesity. Gastrointestinal: old healed surgical scars, no guarding or rebound, normoactive bowel sounds. Impression: community-acquired pneumonia. On (B)(6) 2012: (B)(6), md. Operative report. Preoperative diagnosis: right carpal tunnel syndrome. Procedure: right carpal tunnel release. On (B)(6) 2012: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: bilateral flank pain. Impression: no acute abnormality. Fluid collection with rind in anterior abdominal wall stable, possibly representing chronic seroma or chronic partially liquified hematoma. Atherosclerotic disease. Opacity at lung bases. On (B)(6) 2013: (B)(6), md. Operative report. Preoperative diagnosis: severe osteoarthritis, right knee with some venous stasis changes, right lower extremity. Operation performed: right total knee replacement with navigation. On (B)(6) 2013: (B)(6), md. Operative report. Preoperative diagnosis: severe osteoarthritis, left knee. Operations performed: left total knee replacement with navigation. Manipulation of the right knee. On (B)(6) 2014: (B)(6). Emergency department visit. Left-sided flank discomfort 3 days. Abdomen non-tender, no peritoneal signs. CT scan of abdomen/pelvis did identify significant low back degenerative changes, nothing acute intra-abdominally. Impression: acute exacerbation of chronic low back pain. Discharge home. On (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen / kidney stone. Indication: left flank pain for one week. Findings: hernia repair mesh underlies the umbilicus. There is diastases of infra-umbilical rectus muscles. Bilateral fat-containing inguinal hernias. Impression: no acute intra-abdominal wall hematoma anterior to the left upper quadrant abdominal wall musculature. On (B)(6) 2014: (B)(6), md. Operative report. Preoperative diagnosis: severe osteoarthritis, right hip. Operation performed: right total hip replacement. On (B)(6) 2014: (B)(6), md. History and physical. Unable to walk over 7 years. Recent surgery right hip. Diarrhea since yesterday; states definite blood. States lost about 100 pounds over past year; on reviewing records, could not find significant weight loss; weight always around 200 kilograms or more. States he takes 40 of percocet at home. Abdomen: soft, slightly tender left and right lower quadrants, no hepatosplenomegaly palpable secondary to body habitus, extremely obese. Impression: significant episodes of weakness of unknown etiology. Blood in stool according to him with significant diarrhea and weight loss over last year. Abdominal pain with leukocytosis; need gastroenterology services. Morbid obesity. Plan: clear liquid diet, CT abdomen / pelvis, consult gastroenterology, intravenous fluids. On (B)(6) 2014: (B)(6), md. Consultation. Service: gastroenterology. Right total hip replacement roughly one month ago. Had diarrhea past 3 days; prior to arriving to emergency room had 3 watery bowel movements with clots of blood. Felt weak, unable to get out of bed. Some altered mental status; resolved. At the time, denies abdominal pain, but now complains of diffuse abdominal pain; sharp and crampy. Has not had colonoscopy. History of smoking 1 to 2 pack daily for 25 years; quit 2005. Abdomen: soft, diffuse tenderness, multiple incisions on chest and abdomen in the midline in right and left subcostal region; both in right and left upper quadrants. Impression: rectal bleeding, bloody diarrhea, proctitis, micro perforation of lower gastrointestinal tract. Plan: differential diagnosis to include colon / rectal cancer, proctitis non-steroidal anti-inflammatory drug use, overflow diarrhea, colitis / diverticulitis. Will need outpatient colonoscopy in 6 to 8 weeks. On (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen / pelvis without contrast. Indication: abdominal pain. Addendum: few small bubbles of gas around rectum suspicious for micro perforation. Impression: interval development of marked rectal wall thickening and perirectal inflammatory change; compatible with acute proctitis. Prior herniorrhaphy; stable appearing fluid collection left mid-abdominal wall. Bibasilar interstitial lung disease, degenerative change of spine, atherosclerosis. On (B)(6) 2014: (B)(6), md. Discharge summary. Presented with 3-day history of rectal bleeding, fairly significant abdominal pain. Started on intravenous ciprofloxacin and flagyl after CT abdomen / pelvis showed thickening in rectum and apparent micro perforation. Gastroenterology deferred colonoscopy due to possibility of perforation. Due to profound debilitation, will arrange home health care. Further management per dr. (B)(6) in office in 1 to 2 weeks. On (B)(6) 2014: (B)(6), do. Emergency department visit. Returns after being discharged this morning. Had been inpatient with enteritis. This evening went to bathroom, was unable to stand and fell backwards. Given recent falls, generalized weakness and inability to care for himself at home, hospitalist agreed with readmission. Impression: weakness with multiple falls. On (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis without contrast. Indication: proctitis, history of possible perforation of rectum. Comparison: on (B)(6) 2014. Impression: continued thickening of rectal wall with small air bubbles. Small fluid collection anterior abdominal wall fat likely representing seroma, stable. On (B)(6) 2014: (B)(6), md. Discharge summary. Dismissed on (B)(6) 2014; was admitted for rectal bleeding, found proctitis with micro perforation. Very weak at time of discharge but refused to go to rehabilitation; wanted to go home with home health care. When home he slid to the floor, wife could not get him up; ambulance brought back to emergency room. Then patient felt was not okay to go home, wanted to go to rehabilitation. Pelvic x-rays negative; admitted for generalized weakness and deconditioning status post fall. Discharged to nursing home in stable condition. On (B)(6) 2014: (B)(6), do. Emergency department visit. Gradual onset of bilateral lower quadrant abdominal pain starting about 4 hours ago; sharp/stabbing. No nausea / vomiting / diarrhea. Just prior to onset had normal bowel movement; bright red blood on toilet paper. Admitted on (B)(6) this year due to colon infection; ¿they found a hole in my colon.¿ states no surgery; symptoms resolved after several days in hospital. CT scan showed significant chronic constipation. Following digital disimpaction, received multiple enemas, relistor; several large stools prior to discharge. Discussed constipation due to narcotic use chronically. On (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen / pelvis without contrast. Indication: abdominal pain. Findings: moderate-sized hilar hernia. Fluid collection anterior abdominal wall subcutaneous fat unchanged in size; 5.1 cm transverse dimension and 1.9 cm anterior / posterior dimension. Impression: moderate rectal stool. Small seroma anterior abdominal wall subcutaneous fat. On (B)(6) 2015: (B)(6) center. [Signature illegible]. Anesthesia record. Weight 117.934 kilograms, bmi 35.2. Chronic obstructive pulmonary disease, gastroesophageal reflux disease, obesity. On (B)(6) 2015: (B)(6), md. Operative report. Preoperative diagnosis: severe lumbar spinal stenosis, severe degenerative disk and facet disease of the lumbar spine. Postoperative diagnosis: severe lumbar spinal stenosis, severe degenerative disk and facet disease of the lumbar spine. Operation performed: complete bilateral laminectomy at t12, l1, l2, l3 with neural foraminotomy. Posterior instrumentation with navigation, t12, l1, l2, l3. T12, l1, l2, l3 bilateral lateral fusion. Placement of epidural catheter. Procedure: ¿the patient was carefully placed in the prone position on the spinal table.¿ ¿there were no intraoperative difficulties.¿ on (B)(6) 2015: (B)(6), md. Emergency department visit. Several days of nausea / vomiting / diarrhea; also left lower quadrant pain. Admits fever for 2 days; on arrival febrile to 101.2. Pain on exam localizes to left lower quadrant of abdomen. CT shows partial small bowel obstruction; nasogastric tube attempted, not successfully placed; pulled and patient refused further attempts. Admit for small bowel obstruction; is improving in pain at time of admit.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent an open incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "small bowel obstruction," "mesh becoming entwined and eroding into small bowel". Additional event specific information was not provided.